Manufacturer narrative:
(B)(6). Unknown when implant failed. Date of implant was sometime in (B)(6) 2014. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested with the correct lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that an implant was rejected by the patient. 7 months post-op, the patient had mild pain and functional impotence. The implant was placed in (B)(6) 2014. This complaint involves 1 part. This report is 1 of 1 for (B)(4).